Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However to determine an exact root cause device investigation of the explanted device would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user recently reported a decrease in hearing with the device.

Event description:
The user reported a decrease in hearing with the device. The user has been re-implanted.

Manufacturer narrative:
Device investigation revealed a device failure caused by fatigue breakage of the wireguard and subsequent damage of coil wires. Trauma to the head may have contributed to the final breakage. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.

Event description:
The user recently reported a decrease in hearing with his audio processor (ap).

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.